Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 586mg/dl. It was stated that the infusion set was changed three days prior to his admission. It was stated that the customer was experiencing unexplained high glucose for the past day. The customer's most recent glucose reading was 340mg/dl, and he has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the test passed. The wife called back to perform the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.